Event description:
Baxter reports the tubing of the uv transfer set separated from the patient adapter of the set while the set was being connected to the titanium adapter upon initial use. The affiliate reports no patient injury or medical intervention as a result of the incident.